Manufacturer narrative:
(B)(4) - the product has been requested to be returned but has not been received. (B)(4).

Event description:
The customer reported that the alarm has power but when the voice only tone is selected and pressure is released from the sensor pad the alarm will not alarm. The customer detects no visible damage to the alarm case. This was discovered during set up and there was no pt contact.